Event description:
My resmed airfit n20 CPAP headgear was the subject of a nationwide recall number z-0539-2024, recall event ID (B)(4). I have repeatedly contacted resmed and my durable medical equipment supplier, (B)(4), to obtain a replacement of the unsafe headgear and each one says it is not his responsibility. Resmed says "we don't have recalled products; we only updated instructions online. You must call your home medical equipment supplier." (B)(6) says, "it is not our recall. It is resmed's recall." It is contrary to the expectations of a product recall for the manufacturer and the distributor to abdicate responsibility and to do nothing to replace defective and unsafe products.